Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient experienced withdrawal symptoms (hot flashes, diarrhea, and vomiting). An x-ray photo of the pump determined that the catheter was dislodged from the pump catheter port. According to the physician, this issue was caused by the patient being involved in mixed martial arts, was kicked in the flank and soon after began having withdrawal symptoms. The patient elected to have the pump explanted and is being administered exclusively through oral medication.